Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. The taxus express 2.5x12mm drug eluting stent was advanced to the target area, but was unable to cross the lesion. The physician changed guide catheters, but encountered the same issue. It was noted that the distal edge of the stent was lifted up. The procedure was completed with another 2.5x12mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing documentation for this batch found that the device met material assembly and product specifications. The most probable root cause of this complaint is operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure.